Event description:
An ophthalmic technician reported that the phaco (phacoemulsification) tip kept occluding and the occlusion bell was going off during a cataract procedure. They changed the cassette to resolve the issue. There was no harm to the patient. No further information is expected for this case.

Manufacturer narrative:
A sample has been received, but has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).